Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2021. On (B)(6) 2021, an atrial fibrillation was noted. The patient was started on eliquis. On (B)(6) 2021, the patient was noted to have premature ventricular complex. The device remains implanted and in good position.